Event description:
N/a

Manufacturer narrative:
Updated fields: d1, d2, d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve was returned for evaluation: device history record (DHR) - lot 4837604. Conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; it was noted that the needle guard was raised. The valve was hydrated. The valve was flushed and flow was difficult, but not total occlusion was noted. The valve was pressure tested and failed the test. The valve was leak tested and no leakage was noted. The valve passed the test for programming and reflux. The valve was then dismantled and examined under microscope at appropriate magnification. Glue traces were noted on the silicone base and on the needle guard. A slight bend was noted on the needle guard. Complaint was confirmed and will be closed as 'separation: needle guard: after implant'. The root cause for the issue reported by the customer "would not refill" is due to the needle guard deformation that partially occluded the flow pathway. The root cause for the needle guard deformation was probably due to wrong handling. As specified in the "IFU": "do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve would not refill. The valve was implanted on (B)(6) 2021 and was removed on the same day. The shunt would not refill, and it was revised with a new certas valve.